Manufacturer narrative:
Additional information: the patient was born on an unspecified date in (B)(6) : upon follow up it was reported, the patient was discharged from the hospital (the same month of the peritonitis diagnosis), reported as ¿10 days ago¿. On an unreported date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and hospitalization was ongoing at the time of this report. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.